Event description:
This patient is being intubated for a surgical procedure. The laryngeal mask autoclavable laryngeal mask broke into pieces in the patient's airway. The pieces were retrieved from the patient's airway. The patient was intubated with another laryngeal mask, and the surgical procedure was completed.